Event description:
The manufacturer received information alleging an issue related to CPAP device's sound abatement foam. The patient alleged throat irritation,congestion,dizziness,nausea,light headed,non productive cough,.shortness of breath difficulty breathing. There was no report of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.